Event description:
It was reported that the patient presented for a scheduled implant. During the procedure, it was noted that the right atrial (ra) lead exhibited poor sensing of p waves and failure to capture. The ra lead was not used and was not replaced due to patient anatomy. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.